Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported their son watched "an unknown documentary, at an unknown time, produced by an unknown entity, about an unknown manufacturer's spinal cord stimulator. The patient went through the MRI machine with one and didn't know they couldn't, and their back exploded.